Event description:
On may 19, 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying the ¿error 2¿ message. The complaint was classified based on the customer care agent (cca) documentation, since attempts to reach the patient for further information were unsuccessful. The patient reported that on (B)(6) 2026, at 6:00 pm, she attempted to perform a blood glucose test with the subject meter but was unable to obtain a reading due to the alleged error message appearing. As a result, the patient claimed that she ¿almost fainted¿ and was administered orange juice by her son to help stabilize her condition. At the time of troubleshooting, the cca noted the test strips associated with the complaint had expired. A replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event. The subject meter could not be ruled out as a cause or contributor to the event.